Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose of 465 mg/dl. Customer ate breakfast and tried to administer a bolus and the device alarmed "no delivery." Troubleshooting was performed. Customer was advised to disconnect from the device. Performed a 5 unit fixed prime, the insulin did not exit and the device alarmed. Disconnected and reconnected the reservoir and infusion set conducted a manual prime and the device alarmed. The drive support cap was normal. Customer disconnected at the quick release. Unable to continue troubleshooting customer was not home and did not have another reservoir and infusion set. Customer was advised to call back. No further information reported.